Event description:
It was reported that there was a delivery anomaly. The insulin pump was downloaded, and a delivery of more than 100 units was displayed. However, the customer never received this insulin. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The time was set and insulin pump was monitored, the time/clock functioned properly. No time/clock anomaly noted. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No history anomaly noted.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.